Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative (rep) regarding an implantable neurostimulator (ins). The reason for call was the rep was in a case to replace a battery and one of the extensions could not be removed from the ins header block. The caller indicated that the patient had not used the device in a while and they were going to replace the ins with a new one. The rep asked if there were any suggestions for removing the lead. The caller indicated that the healthcare provider (hcp) was attempting to disassemble the header block. Troubleshooting was not required. The issue was not resolved through troubleshooting. Reviewed information about removing an extension. The caller will follow up with the hcp. Rep called back stating hcp had dismantled the ins header block and was able to release most of the extension end but still had small metal piece on it. Callerinquired about next steps. Reviewed we recommend removing all product if possible but hcp is unable to do so, they could plug "good" extension end into new ins and plug other port. Reviewed it would be up to hcp if they want to cut extension end and leave in the patient and/or attempt to cap it per their medical judgement but we don't have guidelines for this type of situation. Reviewed if hcp was able to salvage the extension tail, they could consider plugging that into an additional extension and plugging that into new ins so that patient would have a fully connected system (as oppose to having a cut extension remaining). Suggested if lead isn't completely removed today, patient would want to consider speaking with surgeon to remove/replace paddle lead. Reviewed it would be up to hcp if they would want to use only the "good" extension and that side of the paddle lead for stim at this point. No symptoms/patient complications reported.

Manufacturer narrative:
Continuation of d10: product ID 3708140 lot# serial# (B)(6) implanted: (B)(6) 2021 product type extension. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep and it was reported that the patient had follow up surgery on (B)(6) 2021 and the original lead and extensions were removed and replaced with a new lead.